Event description:
The customer reported that the system froze and the left screen on the control tower was flickering and had horizontal lines from right to left. The system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.